Event description:
It was reported that the patient was hospitalized on (B)(6) 2026, due to hyperglycemia with blood glucose levels reportedly over 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis and remained hospitalized for approximately four days, with discharge on (B)(6) 2026. Treatment reportedly included administration of an insulin drip. The patient further reported that their controller had been turning off automatically, and they needed to keep the controller connected to a charger to prevent it from shutting down. The patient reported that this controller issue began approximately two months prior to the medical event. The patient further noted that they had been attempting to deliver a bolus when the medical event occurred. The patient¿s husband also reported that both the dexcom continuous glucose monitor (cgm) receiver and omnipod controller were ¿going dead.¿ there was no further information provided regarding the potential dexcom cgm issue.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported controller battery failure. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.